Manufacturer narrative:
The device was returned and evaluated following reports of an ¿unable to proceed¿ condition during an initial rewind attempt and a subsequent persistent alert 42 that did not clear after multiple restarts. Functional testing confirmed the presence of alert 42 during a motor rewind attempt, duplicating the reported issue. Internal inspection and troubleshooting were performed, including installation of a new gear train; however, the alert persisted, indicating the issue was not related to the gear train. Based on these findings, the complaint was confirmed and the root cause was determined to be a likely mainboard-related fault.

Event description:
It was reported that an ilet user encountered an initial ¿unable to proceed¿ during the first rewind with no supplies loaded, which cleared on retry, and later experienced alert 42 indicating an insulin current sense failure, after which the device was restarted several times and was replaced; the device will be returned and the user used subcutaneous insulin by pen during the event. Symptoms included hyperglycemia peaking at 390 mg/dl with no reported adverse physiological effects. Outcomes included temporary interruption of insulin delivery requiring backup insulin therapy. Investigation included complaint intake review, device replacement logistics, and plans for return analysis. Investigation of this case revealed a device malfunction related to the insulin delivery current sensing function. It was concluded that the event involved a device malfunction affecting insulin delivery, prompting device replacement and use of alternative insulin administration.